Event description:
Caller reported that pump screen was dark and would not turn on. Blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, customer administered a correction injection using multiple daily injections (mdi). Technical support instructed caller on several troubleshooting steps including checking the power source, but pump screen remained off. A red led was blinking, and the pump was vibrating, indicating a malfunction. Technical support resolved the issue by sending a replacement pump and instructed customer on necessary steps for using and returning the malfunctioning pump.